Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the iol was unstable. The iol was removed in a secondary procedure and was not replaced.

Manufacturer narrative:
The lens was returned in a specimen cup. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). Qualified associated products were indicated. The reported lens issue could not be verified. It is unknown what is meant by ¿unstable¿. Multiple requests for clarification have gone unanswered. Haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10 product evaluation: the product was not returned. Iol product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).